Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the medical engineer found out that the status indicator of the charger turned from flash to illumination on the halfway of the charge. They usually inserted the handle to charger and left them however the battery sometimes discharged. No start-up sound was heard.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.